Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer's blood glucose reading was 103 mg/dl. It was stated that the customer did not treat her glucose level appropriately. Troubleshooting was performed and the alarm history revealed that the last alarm was for a low reservoir several days prior to her admission. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.